Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 21.4 months. Through follow-up with the surgeon, it was learned that the device was explanted due to regurgitation. The operative report will not be provided to us. No further information was provided. The device history record (DHR) review is currently in process. Information was learned from implant patient registry and through follow-up with the surgeon.

Manufacturer narrative:
Device not returned.